Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. It was also reported that a cartridge change error occurred. Reportedly, the customer reverted to an alternate form of insulin therapy. The customer's blood glucose was 150 - 167 mg/dl.